Manufacturer narrative:
Telephone number is (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, a 5mm10cm 155 saber x pta balloon catheter ruptured before nominal pressure and leakage of media was observed. Therefore the balloon was changed to another new balloon (5x150 saber x, cordis). The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% (cto). The device had been delivered to the lesion and inflated. Additional information was received that the procedure was for the superficial femoral artery (cto). There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator of unknown brand was used. It is not known if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is not known if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or from the other devices. However, it was removed intact from the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) procedure, a 5mm x 10cm 155cm saberx pta balloon catheter ruptured before nominal pressure and leakage of media was observed. Therefore the balloon was changed to another new balloon (5mm x 150mm saberx, cordis). The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was a 100% chronic total occlusion (cto). The device had been delivered to the lesion and inflated. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator of unknown brand was used. It is not known if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is not known if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or from the other devices. However, it was removed intact from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17283526 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.